Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been received.

Event description:
It was reported patient initially implanted with afx devices in 2012 had a recent follow up. Computed tomography (CT) showed aneurysm sac growth. The patient was admitted to (B)(6) where the aneurysm ruptured and the physician elected to explant the devices and complete an open repair. The patient was stable following the explant procedure.